Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device delivered inappropriate therapy due to strong emi on far-field and a channels with minimal noise detected on rv channel apparently from a procedure done without magnet use. Device remains implanted.